Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold. This rv lead was surgically abandoned and replaced per physician decision. Additional information indicated that the physician considered the anomaly to be related to tissue growth around the chronically implanted lead. No additional adverse patient effects were reported.